Event description:
The customer reported that the pump had an alarm. The customer called from the dr's office and was treated with IV drip of humalog. The infusion set was changed and the alarm continued. Troubleshooting was performed. The programming and histories on the pump were accurate. The lead screw test passed. Later, the customer's family member called back and indicated that the customer ran a self test and the pump did not alarm. Also it was informed that the bgs were going up. Insturcted the family member to remove the reservoir from the pump and to push manually on the plunger of the reservoir to see if the insulin exits and it did. Additionally, it was mentioned that the customer's bgs were down.